Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up to windows, it goes to an intel blue screen that reads "no operating system found" and has a hard drive failure message on the unit while monitoring patients. The bme tried swapping hard drives from one port to the other, but this did not resolve the problem. The bme removed the cns from use and put a known working cns in its place. No specific patient was impacted so no injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up to windows, it goes to an intel blue screen that reads "no operating system found" and has a hard drive failure message on the unit while monitoring patients. The bme tried swapping hard drives from one port to the other, but this did not resolve the problem. The bme removed the cns from use and put a known working cns in its place. No specific patient was impacted so no injury occurred.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up to windows, it goes to an intel blue screen that reads "no operating system found" and has a hard drive failure message on the unit while monitoring patients. The bme tried swapping hard drives from one port to the other, but this did not resolve the problem. The bme removed the cns from use and put a known working cns in its place. No specific patient was impacted so no injury occurred.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up to windows, it goes to an intel blue screen that reads "no operating system found" and has a hard drive failure message on the unit while monitoring patients. The bme tried swapping hard drives from one port to the other, but this did not resolve the problem. The bme removed the cns from use and put a known working cns in its place. No specific patient was impacted so no injury occurred.

Manufacturer narrative:
Complaint summary: on 12/01/2023, the biomed reported that the central nurse's station (cns), (pu-621ra, serial number: (B)(6)) would not boot up to windows and would go into an intel blue screen that displayed "no operating system found." The customer stated they were going to troubleshoot both hard drives and call back with results. The customer called back and confirmed the hdd error remained after troubleshooting and they do not want to purchase new replacements at the moment. They will replace the current cns with a spare (B)(6) cns they have to resolve the issue. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. Investigation summary: based on the troubleshooting performed by the biomed at the hospital, nk was able to confirm the reported issue was related to the hard disc drives failing. A definitive root cause could not be determined since the device and or hard disc drives were not sent into nk repair center. Based on the available information, the most probable root cause was caused by hdd failure. The customer performed troubleshooting and confirmed the hdds will need to be replaced. However, the customer decided they would not purchase new hdds for this cns and to resolve the issue they will replace the cns with a spare cns 6801 they have on site. Bootup/startup issues are usually discovered at startup and are therefore unlikely to cause patient harm. The issues are immediately evident to technicians who can then choose an alternative monitoring device. The device may enter a boot loop or fail to start up due to sudden power outage or other loss of power; these failures do not indicate a failure of the device but rather a response to environmental factors. In the event of an ungraceful exit which is often caused by sudden power loss or outage, users should reboot the device. Device history: a serial number review of the reported device (pu-621ra, serial number: (B)(6)) shows one additional related complaint (from 2021). Complaint history review of the customer's account does not reveal trends for similar complaints.